Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency medical service and then hospitalized due to low blood glucose and had seizure on (B)(6) 2020 with blood glucose of 20 mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.